Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the retainer ring that holds the reservoir in place has broken customer's blood glucose was unknown at the time of the incident. Customer was advised the insulin pump will be replaced. The customer will return the device for analysis.

Manufacturer narrative:
Unit received with scratched display window cover, severely scratched lcd window, cracked keypad at select button, keypad overlay texture damage, stained keypad overlay, scratched case, cracked case (battery tube) and cracked retainer. No missing retainer or broken reservoir tube noted during visual inspection.